Event description:
It was reported that the device reached elective replacement indicator (eri) after being implanted less than four years. It was noted that through the service of the device the left ventricular outputs had been programmed at 5 volts/ 0.4 milliseconds. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.